Manufacturer narrative:
(B)(4). This MDR was initiated as part of a retrospective assessment of complaints/events in the us. As part of this assessment, pentax medical evaluated all us events/complaints received for currently marketed bronchoscopes, colonoscopes, and gastroscopes. The results of this retrospective assessment prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report stating during an endoscopic procedure, the physician attempted to use a needle (manufacturer/model unknown) and was unsuccessful in getting it to pass through the biopsy channel of ultrasound video bronchoscope pentax model eb-1970uk/serial (B)(4). As a result, a decision was made by the physician to perform a mediastinoscopy. No information was reported on the patient involved in the event. The device involved in the event was returned to pentax medical for evaluation. Incoming inspection detected a broken channel in the ultrasound image. The customer concern was not able to be confirmed. Repairs were performed on the video bronchoscope which was successively shipped to the customer on 03/16/2011. Based on the information received from the complainant and the pentax inspectional findings, the cause or most probable cause of the event may be related to user error. A device history review was performed on 03/31/2016 confirming the video bronchoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. There was rework performed (rework of objective gluing - (B)(4)). There were no concessions and the dates of approval for shipment and actual date shipped were confirmed. No further information has been received for this event, therefore pentax medical considers this medwatch report closed.